Event description:
It was reported that pericardial effusion (pe) occurred. At baseline, a small trace pe was noted prior to the start of the procedure. A left atrial appendage (laa) closure procedure was performed under general anesthesia using transesophageal echocardiogram (tee) guidance. Right femoral venous access was obtained, and heparin was administered prior to transseptal puncture (tsp). Tsp was initially attempted using versacross connect. During the first attempt, the physician slipped anterior-superior off the fossa ovalis, and the watchman fxd curve access system (was) became entangled in the right atrial appendage (raa) during re-wiring. A second tsp attempt was successful and access to the left atrium was achieved. A pigtail catheter was advanced into the laa, and contrast injection was performed. A 27mm watchman flx pro closure device and delivery system (wds) was prepared and advanced. The anatomy was described as a posterior windsock configuration and a partial recapture was required for optimal positioning, then it was implanted. During post-deployment tee assessment, the previously noted trace pe appeared slightly larger and more circumferential (from trace size to mild size). The patient remained hemodynamically stable throughout. Management consisted of continued tee monitoring and additional procedural observation time and did not require intervention. The patient was admitted for monitoring per standard practice and is planned for discharge. The patient fully recovered.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman fxd curve? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0036892316. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) (prolonged episode of care). Risk review a risk review was completed and confirmed that the events of pericardial effusion (pe), and difficult to position were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion (pe) occurred. At baseline, a small trace pe was noted prior to the start of the procedure. A left atrial appendage (laa) closure procedure was performed under general anesthesia using transesophageal echocardiogram (tee) guidance. Right femoral venous access was obtained, and heparin was administered prior to transseptal puncture (tsp). Tsp was initially attempted using versacross connect. During the first attempt, the physician slipped anterior-superior off the fossa ovalis, and the watchman fxd curve access system (was) became entangled in the right atrial appendage (raa) during re-wiring. A second tsp attempt was successful and access to the left atrium was achieved. A pigtail catheter was advanced into the laa, and contrast injection was performed. A 27mm watchman flx pro closure device and delivery system (wds) was prepared and advanced. The anatomy was described as a posterior windsock configuration and a partial recapture was required for optimal positioning, then it was implanted. During post-deployment tee assessment, the previously noted trace pe appeared slightly larger and more circumferential (from trace size to mild size). The patient remained hemodynamically stable throughout. Management consisted of continued tee monitoring and additional procedural observation time and did not require intervention. The patient was admitted for monitoring per standard practice and is planned for discharge. The patient fully recovered.